Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unknown), the device failed to discharge 10 joules via internal handles. Complainant indicated that they tried three separate times to shock at 10 joules unsuccessfully. They indicated that they were able to shock at 15 joules and that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.